Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed during testing. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. A review of the batteries' internal logs revealed that a cell pair in each battery, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Concomitant medical products: dtma1d1 defibrillator and 1882tc52 lead, implanted on (B)(6) 2014. 694965 lead, implanted on (B)(6) 2005. Other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de, expiration date: 2018-12-31, UDI #: (B)(4), device available for evaluation, return date: 2018-11-30, device evaluated by MFR, mfg date: 2017-12-22, device not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de, expiration date: 2018-12-31, UDI #: (B)(4), device available for evaluation, return date: 2018-11-29, device evaluated by MFR, mfg date: 2017-12-26, device not labeled for single use, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Three ventricular assist device (vad) batteries were returned to the manufacturer because they were not charging and were flashing red when placed in the battery charger. It was noted that the batteries were able to provide power to the controller. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.